Event description:
It was reported that the patient complications using their inflatable penile prosthesis (ipp) implant device and the device was attempted to be used by the patient following activation, both the patient and physician identified that the pump was not functioning properly for sufficient inflation and use. Scar tissue made it difficult to pump. No air was observed, there were no holes observed in the system, and the pump did not stay flat. The most likely/suspected cause of the customer reported issue was an overly sensitive pressure relief mechanism, and the scar tissue described most likely developed after the previous implantation. Additionally, there was a potential slight right cylinder buckling in the distal corpora. The physician removed and replaced the cylinder and pump through replacement surgery with a new cylinder/pump system connected to the existing reservoir, and there were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.